Event description:
It was reported that the nurse discovered the pt was blue while connected to the ventilator. CPR was initiated, but the pt passed away. The ventilator had an audible alarm when the reported problem occurred. Testing by a technician found the ventilator functioned normally.